Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue, however the display only showed vertical colored lines. It was found that the liquid crystal display (lcd) was corroded, and the programmer had internal corrosion. It was also found that the left display hasp and right keyboard hinge were broken.

Event description:
It was reported that the programmer's screen shorted out. The programmer has been returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.